Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that after the lead was implanted and connected to the psa no sensing could be obtained. The lead was explanted and replaced. The patient condition was stable.